Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presented a cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode.